Event description:
On (B)(6) 2012, the lay-user/patient contacted animas alleging that the pump settings were incorrect and she denied making any changes to the settings. The patient alleged that the pump's iob and adv bolus settings were off. She also claimed that the ifs was 15 instead of 50. The patient denied that she or a health care provider (hcp) made any changes to the pump's settings. The basal, I:c, and bg target settings were correct. The patient claimed that for the past month she has had elevated blood glucose (bg) levels as high as "400 mg/dl." She also mentioned that her bg levels were not responding to insulin appropriately. The patient denied having ketones or symptoms of nausea, vomiting, or shortness of breath. However, the patient indicated that she had symptoms of blurry vision, sweating, and headaches. During the time of concern, the patient reportedly gave herself a few injections. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump's settings were incorrect and she developed symptoms that can be associated with a serious injury. However, at this time it is unknown if the pump and/or use-error contributed to the patient's injuries.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box and pump download shows the following advanced settings: isf = 50mg/dl, I:c = 15, audio bolus enable = off, advanced bolus enable = on, iob enable = on, and iob duration = 4.0 hrs. The pump was exercised for 24 hours on a 1 unit per hour basal program using the patient's advanced settings, and no changes in the advanced settings occurred during testing. A normal 10 unit bolus and a 10 unit audio bolus were successfully performed and both were accurately recorded in the pump history. A 10 unit bolus was performed successfully using a test meter, and was accurately recorded in the pump history. There were no hypersensitive keypad buttons observed. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.